Event description:
Reporter indicated a patient had vns lead and generator replacement surgery, due to high lead impedance and a lead discontinuity. No trauma or device manipulation was admitted. The explanted lead and generator have been returned and are currently in product analysis. Attempts for further information from the reporter are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.